Event description:
It was reported that the pt experienced a burning sensation at the ipg site. The burning sensation gradually subsided when the therapy was turned off. The pt is at the clinic and the impedance measurements were normal. Further info is being requested from the hcp.